Event description:
It was reported that the patient had a surgical procedure to replace an inflatable penile prosthesis (ipp) due to the cylinders deflating on their own once they were full and wasn't holding the rigid erection he used to. The patient is expected to fully recover following the procedure.